Event description:
It was reported that during a right coronary artery (rca) angioplasty treatment procedure, stent dislodgement occurred. Vascular access was obtained via the radial artery. The 70% stenosed target lesion with a fractional flow reserve of .80 was located in the mildly tortuous and moderately calcified distal rca. The lesion was pre-dilated with a 3.5mm non-bsc balloon catheter. This 2.75x16mm promus premier stent was selected; however, as they were going to deliver the stent catheter, it got stuck in the proximal rca in some calcium. As they were trying to push the device, the stent dislodged so they had to implant the stent in the proximal rca with a 3.5 mm non-bsc balloon. It was noted that the stent was implanted in the area where it should not be implanted. They tried to advance another of the same device, but the device was unable to cross the lesion and they didn't want to push it. The procedure was completed with this device. No patient complications were reported and that patient's status is fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).